Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
During a review of the unit's device history logs, it was found that the unit declared an error 1203 (low leak co2 rebreathing risk) in the month of (B)(6) 2019. The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
Date received by manufacturer: 30sep2019. Date of report: 01oct2019. Multiple unsuccessful attempts were made to gather resolution. However, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During a review of the unit's device history logs, it was found that the unit declared an error 1203 (low leak co2 rebreathing risk) in the month of (B)(6) 2019. The device was in use at the time of the event; however, there was no patient harm.